Event description:
Patient was undergoing diagnostic laparoscopy. Harmonic scalpel was being used to free extensive adhesions. During case, it was noted the end piece of the harmonic scalpel was missing. The surgeons were unsuccessful in retrieving the piece. Or nurse coordinator reported to sales rep in 2007.